Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.26mm. The grips were not found to be cracked.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument was able to hold the clip but could not fire. The user was completing the procedure as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.